Manufacturer narrative:
Two still images were provided for review. The lot number (001009527) and device details on the label of the 5fr zuma guide catheter match the details in the complaint file. A torsional kink was noted on the shaft of the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one zuma guide catheter to treat a lesion in the lad. There was no damage noted to the packaging. The device was removed from the packaging with no issue. The device was inspected and prepped per IFU with no issues noted. It was reported that the catheter was kinked in the mid shaft, the kink occurred when trying to position the catheter while in patient. It was noted that the guide catheter was inserted as normal over a .035 wire, when an attempt was made to position the guide after the .035 wire was removed the guide would not respond. An x-ray of the length of the guide showed the shaft had twisted/collapsed. The guide was removed and the case was successfully completed using another guide catheter. No patient injury was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.